Event description:
The facility reported to customer service an infusion pump that would not change. Information was not provided regarding whether or no the device was in patient use when the event occurred. No injury or medical intervention. During service, depleted main batteries were identified.